Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The implantable neurostimulator (ins) was implanted on (B)(6) 2014, which was after the use before date of 2011-nov-28. No patient complication was associated with the event.